Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04438. It was reported that the right ventricular lead exhibited high capture thresholds. Upon interrogation prior to the pocket revision procedure, inadequate output was observed on the device, and while setting the output to high mode for adequate safety margin, the pulse generator went into backup vvi mode. The device was explanted, and the lead was capped and replaced on (B)(6) 2020. The patient was stable before, during, and after the procedure.